Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have no reported failures. The instrument passed the external and internal visual inspections. No cable issue was identified. The instrument was also found to have blade damage at the middle of the blade. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs instrument for failure analysis evaluation. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable broke on a monopolar curved scissors (mcs) instrument and a fragment fell inside the patient. The fragment was not retrieved. There is no further information available at this moment.